Event description:
The customer complained of questionable inr results for 2 patients tested on a coaguchek xs plus meter serial number (B)(4) compared to the laboratory method, dade innovin. Specific times of the results were not provided, it was only stated that all the meter results and the laboratory results were simultaneous. Patient 1 received a result of 7.3 inr from the meter compared to a laboratory result of 4.4 inr. On (B)(6) 2018 the patient received a result of 6.0 inr from the meter compared to a laboratory result of 3.4 inr. No therapeutic decisions were based on meter results. The patient was advised to withhold their coumadin based on the high result obtained from the laboratory. The patient's current condition was provided as stable and well. The patient's therapeutic range was 2.0 - 3.0 inr. The patient is undergoing chemotherapy. The patient is slightly anemic (hematocrit 32.9%, hemoglobin 11.3) and is not on any overlapping heparin treatment. The patient does have antiphospholipid antibodies (apas). It was unknown if the patient was taking any direct thrombin inhibitors. Patient 2 on (B)(6) 2018 received a result of >8.0 inr from the meter compared to a laboratory result of 5.1 inr. Based on the high result provided by the meter, the patient was given vitamin k, then sent to the laboratory. The patient was advised to withhold coumadin based on the high result obtained via laboratory. On (B)(6) 2018 the patient received a result of 1.3 inr form the meter. The patient's current condition was provided as stable and well. Patient 2 is an (B)(6) female (B)(6). The patient's therapeutic range was 2.0 - 3.0 inr. The patient is undergoing chemotherapy. The patient is slightly anemic (hematocrit 32.3%) and is not on any overlapping heparin treatment. The patient does have apas. It was unknown if the patient was taking any direct thrombin inhibitors. There was no allegation of an adverse event. External controls have been tested on the meter with acceptable results. The suspected meter and test strips were requested for further investigation. The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr , donor 2 inr: 2.6 inr . Donor 1 hct: 49%, donor 2 hct: 44% . Donor 1: retention meter with masterlot strips: 2.1 inr , retention meter with customer strips: 2.2 inr . Donor 2: retention meter with masterlot strips: 2.6 inr , retention meter with customer strips: 2.8 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Both patients have apa syndrome. Apa syndrome is a limitation of the test per the package insert and could be a potential cause for the meter results being higher than the laboratory results. Relevant retention test strips (lot 294946) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.